Event description:
Bilateral breast ptosis left implant deflation right capsular contracture. In for removal + replacement. No serial # available for initial implants right breast 275cc implant. Left breat 225cc implant.